Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post-operation follow-up. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead exhibited loss of capture and poor sensing corresponding to p-waves. Fluoroscopy performed revealed that the patient's rv lead was dislodged. The lead was explanted and replaced. There were no patient consequences.